Event description:
The patient was referred to our service because of leakage of into the soft tissue at the base of the neck during routine use of the catheter. The original procedure for insertion was performed with the usual technique. Of note prior to evidence of leakage a CT was performed with a power injection of contrast thru the port, however we are unaware of the pressure used.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36971473 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in (B)(4) 2020. Investigation results: we received for investigation one celsite babyport from batch nr 36971473 with its 17 cm long catheter still connected to the housing with its connection ring. It presents longitudinal crack of 3.8 mm at 11cm from the connection. Additionally the catheter is still curve at the level of this crack. This proves that the catheter was pinched or kinked at this level. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All characteristics conform to our specifications. Conclusion: no manufacturing defect is visible on the returned catheter. The catheter longitudinal crack probably result from an acute angle of the catheter at its entrance in the vein or to the pinch-off syndrome. Only the examination of the x-ray pictures could allow us to confirm one of these hypotheses. The IFU specify to ensure that there is nio kinking of the catheter. This is a rare incident (0.01%), no corrective action is envisaged for the moment.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k: 130576. Investigation results: we did not received the complaint sample, the batch number nor the x-ray pictures for investigation. Conclusion: without elements, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
2 complaints for celsite baby port ref number (B)(4) at (B)(6) hospital, (B)(6). In both cases the tubing of the babyport was found torn after 2 months from the date of transplant and had to be taken out, after being found that the product was leaking and replaced with another brand .